Manufacturer narrative:
Continuation of d10:  1688t lead, 0180 lead implanted: (B)(6)2008; 383069 lead implanted: 07-feb-2023 product event summary: the full lead was returned and analyzed. The right ventricular defibrillation coil conductor was fractured in-vivo at the crimp/core of the lead. The analyst noted the internal defib conductors were fractured at 15.4 cm at the crimp sleeve/core of the exposed defib coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the right ventricular (rv) lead, an lead alert triggered for high superior vena cava (svc) coil impedance.   An increase in rv coil impedance was also noted.  The rv lead was explanted and replaced.  No patient complications have been reported as a result of this event.